Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes capture and sensing anomalies. The capture threshold was 5v at 0.4ms and the lead impedance was 1860 ohms. X-ray showed evidence of rib-clavicle crush.